Event description:
It was reported that while using bd synapsys¿ a workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer cannot reimage and click "mark as read" the culture does not repopulate into any other reading folder after that."

Manufacturer narrative:
H.6. Investigation: the customer reported that they were unable to reimage and click "mark as read" the culture de snot repopulate into any other folder after that. This was recorded against synapsys, material number 444150, serial number (B)(6). The issue was not able to be reproduced and no issues were found. This is an unconfirmed failure of a bd product since it could not be reproduced, the root cause is unknown. Bd will continue to monitor for trends associated with this issue.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd synapsys¿ a workflow error was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "customer problem: customer cannot reimage and click "mark as read" the culture does not repopulate into any other reading folder after that."